Event description:
It was reported that 10 ml bd luer-lok¿ control syringe was damaged. This was discovered during use. The following information was provided by the initial reporter: material no. 304134 batch no. 9023770 it was reported the "control rings in the syringe broke off during injecting." Event date: (B)(6) 2019 product malfunction/failure mode: broke product description summary: control rings in the syringe broke off during injecting. Complaint quantity: 1 sample available: no was there an injury: yes was there a death: no customer stated: the incident occurred while injecting a patient. During injection the handle broke off causing the surgeon to lose control. The syringe slipped and he was stabbed in the back of the non-injecting hand. The md was screened and the results came back negative. There was minimal delay while surgeon assessed and cleaned the accidental poke site. I¿m unsure of the specific surgery, but could do more research if necessary. It was a hand or wrist procedure.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Potential root cause for the broken thumb grip defect is associated with the assembly process. The defect was found in production, a quality notification was issued, and product was requalified per applicable aql. It is possible a limited number of pieces with this condition escaped detection.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd luer-lok¿ control syringe was damaged. This was discovered during use. The following information was provided by the initial reporter: material no. 304134 batch no. 9023770. It was reported the "control rings in the syringe broke off during injecting." Event date: (B)(6) 2019. Product malfunction/failure mode: broke. Product description summary: control rings in the syringe broke off during injecting. Complaint quantity: 1. Sample available: no. Was there an injury: yes. Was there a death: no. Customer stated: the incident occurred while injecting a patient. During injection the handle broke off causing the surgeon to lose control. The syringe slipped and he was stabbed in the back of the non-injecting hand. The md was screened and the results came back negative. There was minimal delay while surgeon assessed and cleaned the accidental poke site. I¿m unsure of the specific surgery, but could do more research if necessary. It was a hand or wrist procedure.